Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, 7 to 10 days following a hysterectomy, in which the product was used, the patient presented with vaginal discharge. The surgeon believes this to be a result of a sudden change from vicryl to polysorb sutures. The patient is stable after being treated with antibiotics.